Event description:
Patient undergoing hypospadias repair. Asa 2. Patient with lma breathing spontaneously on sevoflurane exhibiting elevated expirated co2 levels (60-78) during surgery. Patient was placed on pressure support with a resulting reduction in expired co2 from 80-60 for the remainder of the case. Surgery concluded no sequelae.what was the original intended procedure?lma without elevated co at levels.device #1is this a laboratory device or laboratory test?no.